Event description:
It was reported to philips that no radiation occurred due to fdc board and flat detector issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the lat psu fdxd, collimators, and fire x board, and cleaned the pc box. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).